Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board. The ge rep confirmed proper operation later by phone. The system operates as intended.

Event description:
The customer reported the images become distorted, then disappear from the display. No pt injury was reported.